Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a small bump protruding on the incision line of the battery pocket. The prolene suture was pushing through directly under the skin. The pocket was revised to remove the suture. The pocket revision to remove the suture was completed and successful. No injury or further issues were reported and the device was working well. The issue was resolved. There were no further complications reported.